Event description:
Dealer advised getting right brake fault. Tech advised left motor gearbox is issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.